Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the moderately calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was major tortuosity in the right iliac which made it difficult to advance the proglide device. A non-abbott guide wire was used for the first proglide; however, the guide wire was not stiff enough which caused the black distal portion of the proglide to bend during advancement. The proglide was removed and an attempt was made with another proglide over a different non-abbott guide wire. The proglide device was able to be advanced sufficiently and upon deploying it a the 10 o'clock position, a cuff miss occurred. Another proglide was used; however a cuff miss also occurred. Finally, the sutures of two proglides were able to be deployed successfully at the 11 o'clock position. The sheath was upsized to a size greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.